Event description:
Guidant received info that this implantable cardioverter defibrillator (ICD) and transvenous implantable lead exhibited noise on the rate/sense and shock channels resulting in inappropriate shock and inhibition of pacing. The noise is not reproducible. An invasive procedure was performed, and it was discovered that the shocking leads were reversed in the header. The physician elected to explant the device and replace with a device that has independent ventricular pacing.

Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous implantable lead exhibited noise on the rate/sense and shock channels resulting in inappropriate shock and inhibition of pacing. The noise is not reporducible. An invasive procedure was performed, and it was discovered that the shocking leads were reversed in the header. The physician elected to explant that device and replace with a device that has independent ventricular pacing.